Event description:
A pt underwent a successful x-stop procedure at l4-l5 on (B) (6) 2009. One week post procedure, the pt felt something snap and his leg pain returned. A laminectomy was performed on (B) (6) 2009, and the implant was removed. At the time of the x-stop removal, the treating surgeon found that the spinous process was fractured. The pt is reportedly doing well.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.